Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was admitted on (B)(6) 2020 for suspected gi bleed related to 'fatigue and darker than normal stools'. Inr (international normalized ratio) on admission was 2.5 and hemoglobin dropped to 6.5 after it had been 7 on the (B)(6) 2020. An esophagogastroduodenoscopy (egd) was performed on (B)(6) 2020 and was negative for a source. A c-scope on (B)(6) 2020 discovered 3 arteriovenous malformations (avms) (treated with cautery) and polyp, which was resected for biopsy. Patient is currently admitted and has received a total of 3 units of packed red blood cells (prbcs).